Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 100% stenosed chronic total occlusion target lesion was located in the calcified and moderately tortuous right coronary artery (rca) . Following pre-dilation with a 2.0mm unspecified balloon, the 2.50x28mm promus element stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion even with several attempts. The device was removed from the patient and stent strut damage was noticed. The procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is good.